Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient alleged that the pump was not delivering insulin properly. The patient indicated from (B)(6) 2012 to the beginning of (B)(6) 2012, her bg levels ranged from ''500 mg/dl'' to ''high.'' She admitted that sometimes her bg levels were fine while on the pump and at other times, her bg levels would be high. She was unable to give dates/times as to when her bg levels were high. At the time of contact with animas, the patient was managing her diabetes with injections. During the time of concern, the patient reportedly had symptoms of thirst and a headache. The patient did not report having to seek or receive medical intervention because of the alleged issue. Through troubleshooting, the animas (anm) representative involved in this contact noted that the basals and boluses were delivered as programmed. No alarms were observed in the alarm history. The basal rates were confirmed as being set correctly as well as the pump's date/time. No errors were found with the patient's technique of cycling the cartridge. The patient admitted to having some scar tissue on her thighs. However, she claimed that she was using her belly and buttocks for insertion of the infusion sets. She denied having bent cannulas or leaking at the sites. She also denied observing bubbles in the cartridge. The connections were confirmed as being secure. The patient was able to prime into the air successfully. The pump was replaced due to an allegation that the pump switched to default date and time after a battery change. The allegation that the pump switched to default date and time after a battery change is not likely to cause an adverse event. The pump displays the ''verify'' screen after it is rebooted and the time and date must be set to confirm the ''verify'' screen. The patient was reportedly setting the pump's date/time when the issue would occur. Based on the information provided,this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels with symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.